Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient experienced pain in their left arm due to the position of the implantable cardioverter defibrillator. The patient underwent procedure and had their device and right ventricular lead explanted. The patient was discharged post procedure.